Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the device had a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (serial number (B)(4)/lot number 5210733) was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. The reported event of an unrecoverable loss of antenna passed threshold was not confirmed. A root cause could not be determined. It is unknown if the returned device is the product at fault.